Event description:
It was reported that during an unk procedure, the device did not work. Unk how case was completed. There was no consequence to the patient.

Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis showed that device a was rec'd with the firing mechanism damaged and with no cartridge loaded in the device. However, one cartridge was rec'd inside the bag, the cartridge was rec'd partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. The analysis showed that device b was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found broken. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the mfg process. Device b: batch #= c5fw88, mfg date: 10/04/2006, exp date: 09/04/2011.